Event description:
It was reported that atrial lead had intermittent loss of capture. Threshold has been chronically high. After testing, the lead was reprogrammed and remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4092-52 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.